Manufacturer narrative:
The investigation is pending.

Event description:
On 02/25/2016, a physician's office in germany reported that the inratio2 inr results were lower than expected with otherwise stable patients. The customer could confirm only one comparison. Results are as follows: date: inratio2 inr: laboratory inr: (B)(6) 2016, 1.3, 2.3. Therapeutic range: 2.0 - 3.0 the exact time between testing is unknown; however, the tests were performed on the same day. When discussing techniques with the customer, it was reported that the above testing was performed correctly but other testing was performed when the monitor was in the incorrect mode. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, donor testing was performed with in-house monitors and retained testings strips for lot k382426. The customer's complaint was not replicated during in-house testing. In-house testing revealed that the system was performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Although, the customer reported that the testing was performed correctly on the date reported, it was also reported that the monitor had not been in correct mode during previous tests; this may contribute to errors or unexpected results. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Remove statement, "although, the customer reported that the testing was performed correctly on the date reported, it was also reported that the monitor had not been in correct mode during previous tests; this may contribute to errors or unexpected results."